Manufacturer narrative:
According to the customer, after applying the compression wrap the patient came back in with a "new wound on his leg that had never had wounds on it before". The customer reported the "2 first layers" of the product were different then they had been in the past. The customer reported after the reported incident occurred the patient was seen by the nurse and physician and was treated with the "appropriate care for their injuries". This writer requested the type of treatment that was given however, the customer did not provide the information. Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after applying the compression wrap the patient came back in with a "new wound on his leg that had never had wounds on it before".